Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil prematurely detached. The patient was undergoing treatment for am unruptured, saccular aneurysm located in the right mca bifurcation. The max diameter was 5.7mm. The neck diameter was 2.3mm. The patient¿s blood flow was normal, and the vessel tortuosity was moderate. It was reported that when deploying the device, the coil was detached immediately inside the microcatheter before complete detachment in the aneurysm wall. The physician had not attempted to detach the coil. The pushwire was not bent or broken, and there had not been any friction or difficulty during delivery. The physician did not reposition the coil, and a continuous flush was administered. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an envoy guide catheter, echelon 10 microcatheter, and avigo guidewire.